Event description:
During use the unit displayed a "white screen". MFR attempted to obtain patient information (i.e. Pt involvement, sex, age, weight, etc.) And the event date from this user facility. However, the facility reported that it did not possess such information and could not provide it.